Event description:
On (B)(6) 2009, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprosthesis. The left common iliac artery (cia) diameter was outside of IFU and too large for a contralateral leg endoprosthesis, so an aortic extender was added to obtain distal seal. The procedure concluded with no complications. On (B)(6) 2011, the pt presented with symptoms of aortic aneurysm rupture. There was a component disconnection between the contralateral leg and aortic extender in the left cia. The disconnection was related to shrinking of the aneurysm sac, and aneurysmal disease progression with lengthening of the iliac artery. The pt underwent a procedure that day to coil embolize the left internal iliac artery and add additional stent-grafts. The endoleak resolved, and the pt is okay.

Manufacturer narrative:
A review of the mfg records has been conducted. The mfg records review verified that the lots met all pre-release specifications. Additional devices: (B)(4), (B)(4), (B)(4).